Event description:
Related manufacturer report number: 2017865-2021-38773. It was reported that noise, oversensing was observed on the right ventricular (rv) lead. The pacemaker was also subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The rv lead was capped (B)(6) 2021 and the pacemaker explanted. Both were replaced. The patient was stable.